Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received regarding a patient implanted with an adjustable pressure diverter valve due to a brain tumor. It was reported that the patient started to have headache, nausea, vomiting symptoms in the middle of (B)(6) 2019. The physician was consulted who stated that pressure regulation was needed, so the patient is inquiring for places that can adjust pressure. However, due to the patient's age it was recommended they confirm this with a neurosurgery director.